Event description:
The customer has reported that the device did not pass self-test. There was no negative patient impact.

Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Manufacturer narrative:
(B)(4).